Event description:
It was reported that during testing conducted at the manufacturer facility the device was fractured at the weld. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was fractured at the weld. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed that the battery housing was broken at the weld. The product has been scrapped by stryker.

Manufacturer narrative:
Failure analysis in progress.